Event description:
The 3.5 inr with protime system vs. 5.0 inr with unspecified poc system at md office. Pt therapeutic inr range: not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.